Event description:
It was reported that the patient had abdominal pain, requiring prescription medication. The subject was enrolled into a clinical study on (B)(6) 2024. Pre-treatment macroaggregated albumin (maa) imaging documented a significantly higher perfusion of maa on tumors, dose to perfused liver was 400 gy; dose to total normal tissue was 20 gy. Lung shunt calculation was 17%. Therasphere treatment administration was performed on (B)(6) 2024. Therasphere administered to the liver was multiple selective through the femoral artery and two dose vials were administered; total administered activity dose was 1.611gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Dose to perfused liver was 1270 gy; dose to total normal tissue was 57 gy. Lung dose calculation was 0. On (B)(6) 2024, same day post index procedure, subject was noted with abdominal pain that radiates to back and dyspepsia. The pain was treated medically with oxycodone (5 mg/oral/as needed). Dyspepsia was treated with pantoprazole. On (B)(6) 2024, 40 days post index procedure, subject was diagnosed with elevated gamma-glutamyl transferase (ggt). No action was taken to treat this event.

Manufacturer narrative:
D3: manufacturer zip/postal code: (B)(6). G1: MFR site zip/post code: (B)(6). The lot number was not provided by the study; thus the UDI and other product specific information are unavailable.

Event description:
It was reported that the patient had abdominal pain, requiring prescription medication. The subject was enrolled into a clinical study on 14-feb-2024. Pre-treatment macroaggregated albumin (maa) imaging documented a significantly higher perfusion of maa on tumors, dose to perfused liver was 400 gy; dose to total normal tissue was 20 gy. Lung shunt calculation was 17%. Therasphere treatment administration was performed on (B)(6) 2024. Therasphere administered to the liver was multiple selective through the femoral artery and two dose vials were administered; total administered activity dose was 1.611gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Dose to perfused liver was 1270 gy; dose to total normal tissue was 57 gy. Lung dose calculation was 0. On (B)(6) 2024, same day post index procedure, subject was noted with abdominal pain that radiates to back and dyspepsia. The pain was treated medically with oxycodone (5 mg/oral/as needed). Dyspepsia was treated with pantoprazole. On (B)(6) 2024, 40 days post index procedure, subject was diagnosed with elevated gamma-glutamyl transferase (ggt). No action was taken to treat this event.

Manufacturer narrative:
D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site zip/post code: gu9 8ql. The lot number was not provided by the study, thus the UDI and other product specific information are unavailable. Investigation results: labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the therasphere device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device.'